Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was unable to interrogate implantable devices, and it was noted that the hard drive health was less than 100% and the hard drive was replaced and reimaged, and the software was reconfigured and reloaded. It was further noted that the system fan was intermittently noisy and that the floppy drive would not read disks and both the fan and the floppy drive were replaced.

Event description:
It was reported that the programmer would not interrogate implantable heart devices. Follow-up determined that the radiofrequency programmer head was not changed out and could not be eliminated as a possible source of the interrogation issue. Both the programmer and the programmer head were returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.